Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet after the user had previously connected the sensor to a mobile app and a smartwatch and then disabled bluetooth on those devices before attempting to re-pair. Symptoms included absence of glucose readings on the ilet. Outcomes included temporary interruption of cgm data until readings resumed during the call. Investigation included guided troubleshooting and education. Investigation of this case revealed that wireless communication interference or resource conflict from concurrent or recent connections to other bluetooth devices likely prevented pairing, which resolved once connectivity stabilized and readings began to transmit. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and connectivity conflict rather than device malfunction.